Event description:
Per the clinic, the device was explanted (specific date not reported) due to unknown reason.

Manufacturer narrative:
This report is submitted on january 02, 2024.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-03756. This report is submitted on june 13, 2024.